Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the distal tip of the ar-9624 driver had broken off prior to receipt for investigation. The most likely cause(s) of this type of event includes prying / leveraging the device while connected to the glenosphere or impacting off-axis when not fully seated in the glenosphere.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an rtsa procedure, the tip of the glenosphere inserter, ar-9624, device broke off inside of the glenosphere, ar-9654-2436-lat. The tip was not able to be retrieved as it was threaded into the glenosphere and it broke off right at the point where the shaft meets the threads. The tip was considered to be secured. This part of the technique was completed without further incident and the case was completed.